Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd) and battery depletion alert. Boston scientific technical services (ts) performed a data analysis and confirmed device was on pbd advisory. Ts found that the device gradual power consumption increase was consistent with hydrogen degradation of a component and advised that the device be replaced. The device remains in-service. No additional adverse patient effects.